Manufacturer narrative:
Pump received with a severely cracked and bleeding lcd glass. Unable to verify led anomaly due to lcd damage. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test and unable to verify led anomalies due to lcd damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had led anomaly. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.